Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that he was trying to do a bolus, and it was not communicating with the pump. The patient stated that it kept going to a screen and could not recall. The agent asked what the screen was and the patient re-tried, switched to a new thing and just kept going to that screen. The patient stated that the handset took forever at the 90%. The patient mentioned that he had tried for an hour while on the phone with him and it just came up when they hit the bolus thing and said there was ¿no pump response.¿ the agent walked the patient through clearing memory and patient was able to connect to the pump and get boluses. The troubleshooting steps that were taken on the call resolved the issue. The patient will monitor and call back if issue persists. The patient was getting 6 boluses per day.

Manufacturer narrative:
Correct b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that he was trying to do a bolus, and it was not communicating with the pump. The patient stated that it kept going to a screen and could not recall. The agent asked what the screen was and the patient re-tried, switched to a new thing and just kept going to that screen. The patient stated that the handset took forever at the 90%. The patient mentioned that he had tried for an hour while on the phone with him and it just came up when they hit the bolus thing and said there was ¿no pump response.¿ the agent walked the patient through clearing memory and patient was able to connect to the pump and get boluses. The troubleshooting steps that were taken on the call resolved the issue. The patient will monitor and call back if issue persists. The patient was getting 6 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that they had experienced connection lag when they bolus. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient will call back when they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.